Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694958 implantable tachy lead implanted: 2007 (B)(6); product ID 419488 implantable pacing lead implanted: 2007 (B)(6); product ID 5076-45 implantable pacing lead implanted: 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared.

Manufacturer narrative:
Product event summary (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the device experienced a hardware malfunction resulting in gross undersensing, pacing issues, lead impedance warnings, an increase in capture threshold and sometimes cross chamber sensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.